Event description:
It was reported to boston scientific corporation that a precision twist transvaginal anchor system was used during a procedure. According to the complainant, post-procedure, the patient experienced unspecified personal injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that the patient was implanted with the precision twist transvaginal anchor system on (B)(6) 2007. A novasilk synthetic flat mesh was reportedly also implanted on this date.